Event description:
Additional information was obtained through follow up with the author who indicated that there was no correlation between the deaths and devices; nor were there any suspected device failures/malfunctions. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) old. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: findings of an observational investigation of pure remote follow-up of pacemaker patients: is the in-clinic device check still needed?: facchini, the pure pacemaker remote follow-up. International journal of cardiology. 2016;220:781-786. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths identified, as well as high atrial/ventricular thresholds, unstable atrial/ventricular sensing, atrial far-field oversensing, and high impedance allegations. The status of the devices is unknown. Further follow up did not yet yield any additional information. The cause of death and device /relatedness has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.